Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2010; 8637-20 neuro pump, implanted: (B)(6) 2015; 8780 catheter, implanted: (B)(6) 2015.

Event description:
It was reported that there was low impedance on the right atrial (ra) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.